Event description:
It was reported that four months post xience v stent implant in the anterior descending artery, the pt presented to the hospital with chest pain. In-stent restenosis causing total occlusion of the vessel lumen was diagnosed. There was no thrombosis. A voyager dilatation catheter was used to perform dilatation, treating the occlusion/restenosis. The pt condition was reported as recovered. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported occlusion and re-stenosis are listed in the instructions for use (IFU) as known adverse events. The pt was hospitalized and was treated with a balloon catheter. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. Clinical review of the cine was inconclusive. The occlusion may have been secondary to a lesion just proximal to the stent edge. This does not change the incident conclusion.